Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, used the tandem charging cable and wall adapter, which resolved the issue as the pump began charging, and no further assistance was required.